Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow buttons had delayed response for a few weeks. The patient claimed the keypad was peeling after the response issue. The patient reportedly wore the pump exterior to garment. The pump was reportedly not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery. And the ok, up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under the up arrow and contrast key contacts.